Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Therapy date - the reporter stated that this occurred in the two weeks prior to (B)(6)2018. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution backflowed from a non-baxter primary set into a clearlink secondary medication set. This occurred during gravity infusion. The reporter stated that normal saline was being infused using the primary set, and an unspecified medication was being infused through the secondary set. The primary bag was reported to be properly lowered using a fully extended hanger. There was no patient injury or medical intervention associated with this event. No additional information is available.